Manufacturer narrative:
On (B)(4) 2016, technical support ordered a new wash sensor assy for the wash bottle and it was installed on hte new assy. The probable cause of the event, was wash assy failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 the customer reported on the aia-2000st (B)(4), an 2001 wash shortage error. Technical support specialist (tss) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.